Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery to treat a leak on the previously placed amplatzer plug using pod packing coils (podjs), a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter and a sheath. During the procedure, the physician placed a podj on top of the amplatzer plug using the lantern. The physician then placed another podj in the target location and decided to retract the podj to reposition. While retracting the podj, the physician experienced resistance and the podj unintentionally detached inside the lantern. The physician then removed the lantern containing the detached podj and noticed that part of the podj was in the vessel and the other part of the podj was in the diagnostic catheter. Upon removal of the diagnostic catheter, the physician noticed that part of the podj was in the vessel and the other part of the podj was in the sheath. Subsequently, the podj broke into two pieces; therefore, the physician pulled the broken podj from the sheath. The physician then placed additional podjs in the target location using the lantern. While advancing another podj through the lantern, the podj became stuck at the distal end of the lantern. While retracting the podj, the physician experienced resistance and subsequently, the podj broke into two pieces. Therefore, the physician removed the lantern containing the detached podj and then removed the diagnostic catheter. The procedure was completed using other coils, a new lantern, and a new diagnostic catheter. It was also reported that during the procedure, the diagnostic catheter was replaced two times; however, it is unknown at what point during the procedure that occurred. There was no adverse effect to the patient.